Event description:
It was reported the patient experienced intracranial hemorrhage and was in critical condition. A central venous catheter was inserted. During the procedure, the vascular sheath ruptured upon deployment. The sheath was urgently withdrawn and gently peeled away by hand. This caused a significant delay in treatment as the catheter was not successfully placed and the patient did not have other vascular access available. The patient's condition did not decline during the procedure and they did not suffer any impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: the initial complaint appeared to involve a bd manufactured device. Once the sample was returned and evaluated it was determined that it is not a bd manufactured device.